Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device wil not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via a user medwatch the filter legs failed to open. During insertion of a greenfield filter deployed at level of l3 in inferior vena cava via femoral approach, the legs failed to open into its normal uniform position. Despite multiple attempts by interventional radiodoly, foreign body not extracted. Inserted in or by surgeon extraction attempted by interventional radiologist.